Event description:
It was reported to philips that the device was not turning on. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the device would not turn on. While the device was noted to be in use, there was reportedly no patient or user harm or impact. Based on the information available we were unable to replicate the reported problem as the customer did not return the device for investigation or repair. The reported problem was not confirmed. The root cause of the failure cannot be determined without the return of the device for failure analysis. Based on the information available, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time.